Manufacturer narrative:
(B)(4). Approximate age of device 31 days. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that device interrogation revealed multiple speed drops, pump stops and lvad power and flow elevations. The customer placed the patient on battery power and no further pump stops occurred. The patient was reported to be asymptomatic. Log file analysis completed by the manufacturers technical services representative confirmed the reported pump stoppages. The pump stop events only occurred when connected to the power module. On (B)(6) 2016, the manufacturers technical services representatives performed a distal end percutaneous lead (driveline) replacement. The patient had no signs or symptoms of hemolysis and no further alarms after the repair. The patient was reportedly doing well and was discharged home on (B)(6) 2016.

Manufacturer narrative:
The report of low speed operations and pump stoppages was confirmed based on the evaluation of the submitted system controller log files; however, a specific cause for the events could not be conclusively determined. The log files captured low speed operations and motor stops on (B)(6) 2016 while the system was on the power module. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline. However, a root cause for these events could not be determined through the evaluation of the returned portion of the driveline. The log files also captured intermittent power elevations over 9 watts from (B)(6) 2016. The log file evaluation could not conclusively determine the cause for the power elevations. Approximately 19.5 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. No damage to the outer jacket, bionate, or metal shielding was observed. Visual inspection of the wires found no fractures or breaches. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. The patient remains ongoing on vad support with no further reported issues. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.